Manufacturer narrative:
(B)(6) follow up. It was reported there was a problem with the needle being attached to the syringe. Our quality team has completed a device history record review for material number 305211 and lot number 3299629. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Event description:
Material#: 305211 batch#: 3299629. It was reported by customer that doctor said there was a problem with the needle being attached to the syringe" and "medication lost between the needle and syringe while it was being drawn. Rcc received a complaint via email. On 10feb2025 xx was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ insecure needle-syringe connection. On (B)(6) 2025, the hcp reported, "the doctor said there was a problem with the needle being attached to the syringe" and "medication lost between the needle and syringe while it was being drawn".

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.